Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during setup the wheel of the prismaflex machine was observed to be damaged. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was inspected by a qualified technician on site. The technician replaced the broken wheel and returned the machine back to clinical use. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.